Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded within the cornus and proximal portion of the fallopian tubes') and pelvic pain ('pain/pelvic pain') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, adenomyosis, endometriosis, bloating and uterine bleeding. Concurrent conditions included overweight, nausea, ovarian cyst and premenopause. Concomitant products included fexofenadine hydrochloride;pseudoephedrine hydrochloride (allegra d) since 1995 and salbutamol since 1995. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), abdominal pain ("gastrointestinal or digestive system condition type: abdominal pain"), mood swings ("hormonal changes describe: mood swings"), depression ("psychological or psychiatric problems condition: depressionor psychiatric problems condition: depression"), migraine ("migraines / headaches"), nausea ("gastrointestinal or digestive system condition type: nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), vomiting ("gastrointestinal or digestive system condition type: vomiting") and abdominal distension ("gastrointestinal or digestive system condition type: bloating"). In (B)(6) 2017, the patient was found to have weight increased ("weight gain/loss (specify which one): weight gain"). In 2017, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain") and back pain ("lower back pain"). The patient was treated with famotidine, phentermine, topiramate (topamax) and surgery (hysterectomy with bilateral salpingectomy and laparoscopic assisted vaginal hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, pelvic pain, abdominal pain lower, back pain, vaginal haemorrhage, menorrhagia, mood swings, depression, migraine, dysmenorrhoea, dyspareunia and fatigue outcome was unknown and the abdominal pain, alopecia, nausea, weight increased, vomiting and abdominal distension had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, back pain, depression, dysmenorrhoea, dyspareunia, embedded device, fatigue, menorrhagia, migraine, mood swings, nausea, pelvic pain, vaginal haemorrhage, vomiting and weight increased to be related to essure. The reporter commented: there is insertion date discrepancy noted. Insertion date is (B)(6) 2016 as per pfs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Concerning the injuries reported in this case, the following one was reported via medical records-embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-nov-2019: pfs received. New reporter's information was added. Patient's demographics was added. Added event embedded within the cornus and proximal portion of the fallopian tubes are two silver. Medical history, concomitant conditions were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded within the cornus and proximal portion of the fallopian tubes') and pelvic pain ('pain/pelvic pain') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, adenomyosis, endometriosis, bloating and uterine bleeding. Concurrent conditions included overweight, nausea, ovarian cyst and premenopause. Concomitant products included fexofenadine hydrochloride;pseudoephedrine hydrochloride (allegra d) since 1995 and salbutamol since 1995. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), abdominal pain ("gastrointestinal or digestive system condition type: abdominal pain"), mood swings ("hormonal changes describe: mood swings"), depression ("psychological or psychiatric problems condition: depressionor psychiatric problems condition: depression"), migraine ("migraines / headaches"), nausea ("gastrointestinal or digestive system condition type: nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), vomiting ("gastrointestinal or digestive system condition type: vomiting") and abdominal distension ("gastrointestinal or digestive system condition type: bloating"). In (B)(6) 2017, the patient was found to have weight increased ("weight gain/loss (specify which one): weight gain"). In 2017, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain") and back pain ("lower back pain"). The patient was treated with famotidine, phentermine, topiramate (topamax) and surgery (hysterectomy with bilateral salpingectomy and laparoscopic assisted vaginal hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, abdominal pain lower, back pain, vaginal haemorrhage, menorrhagia, depression and migraine outcome was unknown and the pelvic pain, abdominal pain, mood swings, alopecia, nausea, dysmenorrhoea, dyspareunia, fatigue, weight increased, vomiting and abdominal distension had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, back pain, depression, dysmenorrhoea, dyspareunia, embedded device, fatigue, menorrhagia, migraine, mood swings, nausea, pelvic pain, vaginal haemorrhage, vomiting and weight increased to be related to essure. The reporter commented: there is insertion date discrepancy noted. Insertion date is (B)(6) 2016 as per pfs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Concerning the injuries reported in this case, the following one was reported via medical records-embedded device. . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. Event outcome were updated to recovered: pelvic pain, dyspareunia, dysmenorrhea, fatigue , hormonal changes. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma. Concurrent conditions included overweight and nausea. Concomitant products included fexofenadine hydrochloride; pseudoephedrine hydrochloride (allegra d) since 1995 and salbutamol since 1995. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), abdominal pain ("gastrointestinal or digestive system condition type: abdominal pain"), mood swings ("hormonal changes describe: mood swings"), depression ("psychological or psychiatric problems condition: depression or psychiatric problems condition: depression"), migraine ("migraines / headaches"), nausea ("gastrointestinal or digestive system condition type: nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), vomiting ("gastrointestinal or digestive system condition type: vomiting") and abdominal distension ("gastrointestinal or digestive system condition type: bloating"). In (B)(6) 2017, the patient was found to have weight increased ("weight gain/loss (specify which one): weight gain"). In 2017, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced abdominal pain lower ("lower abdominal pain") and back pain ("lower back pain"). The patient was treated with famotidine, phentermine, topiramate (topamax) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain lower, back pain, vaginal haemorrhage, menorrhagia, mood swings, depression, migraine, dysmenorrhoea, dyspareunia and fatigue outcome was unknown and the abdominal pain, alopecia, nausea, weight increased, vomiting and abdominal distension had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, mood swings, nausea, pelvic pain, vaginal haemorrhage, vomiting and weight increased to be related to essure. The reporter commented: there is insertion date discrepancy noted. Insertion date is (B)(6) 2016 as per pfs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-aug-2019: pfs received. This case is now incident. Previously added injury was replaced with pelvic pain. New event lower back pain, lower abdominal pain, mood swings, abnormal bleeding (vaginal, menorrhagia), depression, migraines/headaches, hair loss, nausea, vomiting, bloating, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue and weight gain were added. Reporter information, patient demography, lab data, medical history and concomitant drugs was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.